Event description:
It was reported that the pta balloon would not deflate after the second inflation in the cephalic vein, right arm av fistula. A needle was inserted through the skin to deflate the balloon. The balloon catheter was difficult to remove through the sheath; therefore, the catheter and sheath were removed together as a single unit. Another balloon was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Additional intervention (a needle stick through the skin) was required to deflate the balloon. There was no known impact or consequence to patient. After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a serious injury pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number for this failure mode to date. The device was returned. The investigation is inconclusive for deflation and retraction issues as full functional testing could not be completed due to the condition in which the sample was returned (I. E., needle stick). It is likely that the inability to fully deflate the balloon resulted in the reported retraction issues. However, the definitive root cause for the reported deflation issues could not be determined. It is unknown if patient and/or procedural issues contributed to the reported event. The current IFU (instructions for use) adequately captures balloon deflation issues and retraction issues.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the MFR for eval. The investigation is currently underway.